Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2016, the reporter contacted animas, alleging a button/keypad (damage prior tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture in the keypad. The keypad was also reported to be torn/punctured prior to the tactile changes and moisture issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the keypad was undamaged with all keypad buttons responsive to user input. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. A leak test was performed and passed.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016- (B)(6).